Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer resolved the issue by adding insulin into the same cartridge, although it was not recommended by technical support, who provided tips on how to avoid this issue in the future.